Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2233201 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, some sealant was stuck on the outside of the tamp tube of a 6/7f mynxgrip vascular closure device (vcd) prior to tamping the sealant. Hemostasis was achieved by manual compression for 30 minutes or less. No further complications were noted. There was no reported patient injury. The device was used in a coronary catheterization procedure using a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. Sterile devices were later returned for evaluation.

Manufacturer narrative:
As reported, some sealant was stuck on the outside of the tamp tube of a 6f/7f mynxgrip vascular closure device (vcd) prior to tamping the sealant. Hemostasis was achieved by manual compression for 30 minutes or less. No further complications were noted. There was no reported patient injury. The device was used in a coronary catheterization procedure using a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. Ten (10) sterile unused ¿mynxgrip tm vascular closure 6f/7f¿ devices related to the complaint from the same lot f2233201 were received for evaluation inside of its original box and sealed packages. The devices were unpacked to proceed with the product evaluation. A sample size of 3 units were selected for investigation. During the visual inspection, all of the units reviewed were found with no anomalies. Visual inspection at high magnification for the three (3) units revealed the slit presence in the outer cartridge. The product history record (phr) review of lot f2233201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. Additionally, there were no anomalies noted during analysis of the sterile units received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the sterile product analyses, it is difficult to determine what factors may have contributed to the sealant becoming stuck to the advancer tube after sealant deployment, especially since there were no issues noted with the sterile devices. However, it is possible that the issue experienced could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step or if the sheath¿s stopcock was not open during the shuttle down step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the phr review, the analyses of the sterile devices, and the information available for review, there is no indication to suggest that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, some sealant was stuck on the outside of the tamp tube of a 6/7f mynxgrip vascular closure device (vcd) prior to tamping the sealant. Hemostasis was achieved by manual compression for 30 minutes or less. No further complications were noted. There was no reported patient injury. The device was used in a coronary catheterization procedure using a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. The balloon was fully deflated before shuttling down. There was no over tamping. The deployed shuttled down completely. The device is not available for evaluation.